Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl and that the bolus history did not record the bolus. Customer treated with the pump. Customer could not troubleshoot and indicated that they would call back. Customer was advised to monitor their high blood glucose and call back if further assistance is needed. No further details given.